Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose level. An attempt was made to follow up with the customer regarding the reported issue; however, due to call connectivity issues, no additional patient or event information was gathered. Tandem technical support followed up with the customer regarding the reported issue via e-mail, however, no response from the customer was received.